Event description:
No additional information.

Manufacturer narrative:
The customer reported leaking at the upper fitment of the pump segment, and returned a sample of material 11532269, lot unknown. Upon initial visual examination, the set confirmed the failure reported. There is a cut in the silicon tubing at the upper fitment. The root cause for the tubing cut could not be verified, or traced to the manufacturing process. There is a possible root cause of clinical practice, and a member of our clinical team was notified. A device history record review could not be performed on material 11532269 because the lot number is unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 2420-0007. Batch# unknown. It was reported by customer that we had tubing leak with bd alaris pump infusion set ref (B)(4). The tubing separated/broke at the top part of the safety clamp located at the top of the pump segment of tubing. No patient harm.